Event description:
It was reported that during an acl procedure at the user facility, the device did not have enough power and caused a 30 minute delay to the procedure. Back-up equipment was used to complete the procedure. No medical intervention was reported.

Manufacturer narrative:
The device has not been returned for analysis at this time; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. Additional infromation will be submitted when the device is received, and if additional information is received and requires reporting.